Event description:
A report was received that the pt was explanted due to infection. The physician does not believe the infection is related to the device but to the pt's personal hygiene. The pt's wound would not close and would continue to drain. The pt was prescribed oral antibiotics.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.